Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn0196 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported after consultation by doctors from hematotherapeutic department and obtaining informed consent from this patient¿s family, this patient underwent PICC placement through the right brachial vein under ultrasound guidance on (B)(6) 2020. 35 cm of the catheter was placed internally, with another 3cm exposed externally. When maintaining the catheter on (B)(6) 2020, a nurse found exudate on with catheter. Pulling externally by 2 cm and found a crevasse. Then, removed the catheter.